Manufacturer narrative:
Approximate age of device - 2 years 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted for elevated ldh and being evaluated for a pump thrombus. The patient was asymptomatic and on a heparin drip. Review of the log file by technical services showed that the trending in the pump parameters presented did not indicate pump thrombus.

Manufacturer narrative:
Investigation conclusion: analysis of the submitted log file appeared to show the system operating as intended and a direct correlation between heartmate ii lvas, serial number (B)(4) and the reported elevated ldh and suspected thrombus could not be conclusively established through this evaluation. The submitted log file contains data from 17oct2018 at 22:43:13 through 04dec2018 at 07:28:17. The majority of captured data appeared to be associated with routine power source exchanges. Power ranged from 5.3-7.0 w, estimated flow ranged from 4.3-7.4 lpm, and average pi was between 5.3 and 8.2. No atypical trends in pump parameters were captured. The fixed speed was set to 9400 rpm and the pump speed remained above the low speed limit of 8600 rpm for the duration of the file. The system appeared to be operating as intended. The patient remains ongoing on heartmate ii lvas, serial number vad-17699 and no related complaints have been reported at this time. The hmii lvas IFU lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides details regarding the recommended anticoagulation therapy and inr range. This IFU outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.